Manufacturer narrative:
This device is expected for return. Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity was observed during a recent follow-up visit and elective replacement indicator was reached. It was also noted that the battery is using 305% of the power. Lead measurements are within range and stable. Additional information: this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity was observed during a recent follow-up visit and elective replacement indicator was reached. It was also noted that the battery is using 305% of the power. Lead measurements are within range and stable. Additional information: this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity was observed during a recent follow-up visit and elective replacement indicator was reached. It was also noted that the battery is using 305% of the power. Lead measurements are within range and stable. This device currently remains implanted and in service. No adverse patient effects were reported.